Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ventilator entered into backup ventilation (buv) mode. A review of the diagnostic logs indicate the device entered backup ventilation. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and confirmed the reported issue of buv in the ventilator memory diagnostic codes. Extended self test (est) was completed to clear the buv code. As additional finding, the fse found a battery code in memory and depleted batteries. The batteries were charged to resolve that issue. While updating the field-programmable gate array (fpga), the graphical user interface (gui) failed. The fse replaced the main backplane printed circuit board assembly (pcba) and gui pcba. The ventilator passed all testing per manufacturer specifications and was returned to the customer. The cause of the reported issue of the ventilator entering buv could not be established. The secondary findings of depleted battery and replacement of the main backplane and gui pcba were related to secondary findings and not the reported issue of buv. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient this 980 ventilator entered into backup ventilation (buv) mode. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Event description:
It was reported that while in use on a patient this 980 ventilator entered into backup ventilation (buv) mode. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, a 980 ven tilator entered into backup ventilation (buv) mode. A review of the diagnostic logs indicate the device entered backup ventilation. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device and confirmed the reported issue of buv in the ventilator memory diagnostic codes. Extended self test (est) was completed to clear the buv code. As additional finding, the fse found a battery code in memory and depleted batteries. The batteries were charged to resolve that issue. While updating the field-programmable gate array (fpga), the graphical user interface (gui) pcba failed. The fse replaced the main backplane printed circuit board assembly (pcba) and ui pcba. The ventilator passed all testing per manufacturer specifications and was returned to the customer. One main backplane pcba was returned to medtronic for failure investigation. Visual inspection showed no anomalies. After thorough I nvestigation of main backplane pcba the analysis determined a faulty main backplane pcba. The gui pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no ma lfunction or product deficiency observed. The cause of the reported issue of the ventilator entering buv could not be established. The secondary findings of depleted battery and replacement of the main backplane and gui pcba were related to secondary findings and not the reported issue of buv. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.